Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device/essure coil identified on the left uterine cornua which perforated the fallopian tube under the serosa migration of the essure device to left uterine cornua"), device dislocation ("migration of the essure device") and pregnancy with contraceptive device ("unexpected pregnancy resulting in a live birth/pregnancy (no complications)") in a 32-year-old female patient (para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiple cesarean sections ((on (B)(6) 2010, (B)(6) 2008, 2006 and 2000)), pre-eclampsia, gestational hypertension, diabetes, obesity, gestational diabetes and preeclampsia. Previously administered products included for an unreported indication: prenatal multivitamins. Concurrent conditions included gastroenteritis. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2010, 1 year 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain. In 2010, the patient experienced migraine ("migraines/ headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), genital infection female ("gynecological infection"), pelvic pain ("pain") and the second episode of alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, migraine, procedural pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device, vaginal discharge, genital infection female, urinary tract infection, headache, pelvic pain and the last episode of alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, genital infection female, headache, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal discharge, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events urinary tract infection, lower abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record was received: all relevant medical history, concurrent condition, concomitant medication were added. Case became medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device/essure coil identified on the left uterine cornua whcih perforated the fallopian tube under the serosa migration of the essure device to left uterine cornua"), device dislocation ("migration of the essure device") and pregnancy with contraceptive device ("unexpected pregnancy resulting in a live birth/pregnancy (no complications)") in a 32-year-old female patient (para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiple cesarean sections (B)(6) 2010, (B)(6) 2008, 2006 and 2000)), pre-eclampsia, gestational hypertension, diabetes, obesity and gestational diabetes. Previously administered products included for an unreported indication: prenatal multivitamins. Concurrent conditions included gastroenteritis and obesity. Concomitant products included ibuprofen since 2008. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In november 2009, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2010, 1 year 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain. In 2010, the patient experienced migraine ("migraines/ headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), genital infection female ("gynecological infection"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, migraine, alopecia, procedural pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device, vaginal discharge, genital infection female, urinary tract infection, headache, pelvic pain and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fallopian tube perforation, genital infection female, headache, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events urinary tract infection, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device/essure coil identified on the left uterine cornua whcih perforated the fallopian tube under the serosa migration of the essure device to left uterine cornua"), device dislocation ("migration of the essure device") and pregnancy with contraceptive device ("unexpected pregnancy resulting in a live birth/pregnancy (no complications)") in a 32-year-old female patient (para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiple cesarean sections (B)(6) 2010, (B)(6) 2008, 2006 and 2000)), pre-eclampsia, gestational hypertension, diabetes, obesity and gestational diabetes. Previously administered products included for an unreported indication: prenatal multivitamins. Concurrent conditions included gastroenteritis and obesity. Concomitant products included ibuprofen since 2008. On 5-nov-2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2010, 1 year 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain. In 2010, the patient experienced migraine ("migraines/ headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), genital infection female ("gynecological infection"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on 7-jun-2010. At the time of the report, the fallopian tube perforation, device dislocation, migraine, alopecia, procedural pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device, vaginal discharge, genital infection female, urinary tract infection, headache, pelvic pain and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fallopian tube perforation, genital infection female, headache, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events urinary tract infection, lower abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event: abdominal pain, concomitant disease added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device/essure coil identified on the left uterine cornua whcih perforated the fallopian tube under the serosa migration of the essure device to left uterine cornua"), device dislocation ("migration of the essure device") and pregnancy with contraceptive device ("unexpected pregnancy resulting in a live birth/pregnancy (no complications)") in a 32-year-old female patient (para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, cesarean section ((B)(6) 2010, (B)(6) 2008, 2006 and 2000)), pre-eclampsia, gestational hypertension, diabetes and obesity. Previously administered products included for an unreported indication: prenatal multivitamins. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"). On 10-jun-2010, 1 year 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain. In 2010, the patient experienced migraine ("migraines/ headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), genital infection female ("gynecological infection"), pelvic pain ("pain") and the second episode of alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, migraine, procedural pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device, vaginal discharge, genital infection female, urinary tract infection, headache, pelvic pain and the last episode of alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, genital infection female, headache, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal discharge, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- gynecological infection, urinary tract infection, migraines / headaches, pain and hair loss. Event verbatims were updated as perforation of the essure device/essure coil identified on the left uterine cornua whcih perforated the fallopian tube under the serosa migration of the essure device to left uterine cornua. Historical conditions added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and pregnancy with contraceptive device ("unexpected pregnancy resulting in a live birth") in a female patient (para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain, device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), genital infection female ("gynecological infection") with vaginal discharge, procedural pain ("painful post-operative recovery") and dysmenorrhoea ("severe menstrual pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (partial bilateral salpingectomy) and surgery (partial bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, migraine, alopecia, genital infection female, procedural pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, fallopian tube perforation, genital infection female, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.